Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented in the electrophysiology laboratory experiencing an infection. Review of the transmission revealed that the right atrial (ra) lead exhibited episodes of over-sensed noise and inappropriate automatic mode switch. Diagnostic imaging was performed and revealed a dislodgement of the ra lead and externalized conductors on the right ventricular (rv) lead. Vegetation was noted on the right ventricular (rv) lead. The infection was unrelated to an abott procedure and/or device per the physician. The whole system, including the implantable cardioverter defibrillator (ICD), right atrial (ra) and right ventricular (rv) lead was explanted and replaced. The patient was in stable condition.